Event description:
A 28mm diamter x 16 mm diamter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal anortic aneurysm. Aneurysm size at time of implant is unk. It was reported that 12 months post implant a type I endoleak was detected. Due to disease progression the aortic neck has enlarged resulting in a type I endoleak. The physician implanted a palmaz stent, however the type I endoleak did not resolve. The aortic neck is moderately tortuous and is too large for commercially released stents grafts. The pt will be monitored with the possibility of surgical intervention at a later date. There is no further info for this case. No additional clinical sequelae were reported and the pt is fine.